Event description:
It was reported that this patient was admitted to the hospital for non device related issues. The patient complained of pulsating pain in the lower pectoral muscle. The device was interrogated and noted to be in safety mode. The device was booked for a replacement and was explanted and will be returned. After the device changeout the pain in the pectoral area had subsided leading to the theory that the device had been in safety mode for longer then the initial interrogation in (B)(6) 2022, and the pain was caused by muscle contractions due to unipolar pacing. The patient noted that the pain had begun around (B)(6) 2022. The physician believed that the device was interrogated in j(B)(6) 2022 and may have been in safety mode, but the alarm must have been somehow ignored by the hospital staff at that time. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and will be returned. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this patient was admitted to the hospital for non device related issues. The patient complained of pulsating pain in the lower pectoral muscle. The device was interrogated and noted to be in safety mode. The device was booked for a replacement and was explanted and will be returned. After the device changeout the pain in the pectoral area had subsided leading to the theory that the device had been in safety mode for longer then the initial interrogation in (B)(6) 2022, and the pain was caused by muscle contractions due to unipolar pacing. The patient noted that the pain had begun around (B)(6) 2022. The physician believed that the device was interrogated in (B)(6) 2022 and may have been in safety mode, but the alarm must have been somehow ignored by the hospital staff at that time. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Due to safety mode operation. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery, resulting in resets and reversion to safety mode. However, a definitive cause of this high impedance behavior has not been determined to date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated with a programmer and confirmed to be operating in safety mode; however, telemetry could not be maintained as the device would reset. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was monitored while interrogating the device with a programmer and it was noted that the battery voltage dropped too low during telemetry, resulting in the device resetting. The battery was disconnected from the hybrid assembly and detailed testing determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to the battery voltage dropping too low during temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. A definitive cause of this high impedance behavior has not been determined to date.

Event description:
It was reported that this patient was admitted to the hospital for non-device related issues. The patient complained of pulsating pain in the lower pectoral muscle. The device was interrogated and noted to be in safety mode. The device was booked for a replacement and was explanted and will be returned. After the device changeout the pain in the pectoral area had subsided leading to the theory that the device had been in safety mode for longer than the initial interrogation in february 2022, and the pain was caused by muscle contractions due to unipolar pacing. The patient noted that the pain had begun around january 2022. The physician believed that the device was interrogated in january 2022 and may have been in safety mode, but the alarm must have been somehow ignored by the hospital staff at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated with a programmer and confirmed to be operating in safety mode; however, telemetry could not be maintained as the device would reset. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was monitored while interrogating the device with a programmer and it was noted that the battery voltage dropped too low during telemetry, resulting in the device resetting. The battery was disconnected from the hybrid assembly and detailed testing determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to the battery voltage dropping too low during temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. A definitive cause of this high impedance behavior has not been determined to date. This report is being submitted to correct the supplemental alert date from february 7, 2022 to february 7, 2023.

Event description:
It was reported that this patient was admitted to the hospital for non-device related issues. The patient complained of pulsating pain in the lower pectoral muscle. The device was interrogated and noted to be in safety mode. The device was booked for a replacement and was explanted and will be returned. After the device changeout the pain in the pectoral area had subsided leading to the theory that the device had been in safety mode for longer than the initial interrogation in february 2022, and the pain was caused by muscle contractions due to unipolar pacing. The patient noted that the pain had begun around january 2022. The physician believed that the device was interrogated in january 2022 and may have been in safety mode, but the alarm must have been somehow ignored by the hospital staff at that time. No additional adverse patient effects were reported.